Event description:
Boston scientific received information that during a recent conversation with boston scientific patient services, this patient stated they experienced an episode of syncope while driving in the past. No other information could be obtained about the syncopal event. During the conversation, the patient also noted receiving 7 shocks while sleeping. No further information could also be obtained about this event. Recently, it was noted that this device was explanted electively during a lead revision.

Manufacturer narrative:
The device was explanted. No further information is available. This report will be updated if more information becomes available.